Event description:
It was reported that the ventilator is failing the oxygen-mix test. Although requested, it is unknown if there was patient involvement at the time the issue was discovered, however, there is no report of patient or user harm. The field service engineer (fse) evaluated the incident and confirmed that the gas delivery system (gds) needed to be replaced. The gds was replaced, and full performance verification test (pvt) was performed and passed. The unit is back in service.

Manufacturer narrative:
Upon further investigation, the following has been reported: this incident occurred during preventative maintenance (pm) which is prior to use. No patient or user involvement/harm was reported. Therefore, this complaint no longer meets reportability requirements.